Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No moisture damage noted on the lcd board, mother board, interface board, remote frequency board, motor, vibrator or battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. Customer stated that only the up, down, and b buttons were responding. Blood glucose level at the time of the incident was 84 mg/dl. The customer also reported that the insulin pump was cracked across the top and that it had recently been exposed to rain. Blood glucose level at the time of this incident was over 90 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.